Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an over delivering insulin. The customer¿s blood glucose level was unknown at the time of the incident. No further details were provided. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0872 inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing.